Event description:
It was reported that the ventilator failed o2 sensor test during pre-use check. The nozzle unit of the gas modules were defective and have been replaced. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our filed service engineer. The investigation revealed that the nozzle units were damaged and replaced. After replacement, the ventilator passed all functional, safety, and electrical tests to factory specification. The ventilator was cleared for clinical use and returned to customer. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. According to the user¿s manual for servo-I (e.g. Rev. 06) and service manual for servo-I (e.g. Rev. 10) the complete plastic nozzle unit must be replaced during preventive maintenance. When performing this maintenance, a maintenance kit 5000 hours should be used. The following parts shall be replaced and they are included in the maintenance kit: filters for the gas modules, nozzle units for the gas modules and bacteria filter for the inspiratory pressure transducer. No logs were received and the replaced nozzle units were discarded by the customer and not returned for further investigation, therefor the root cause for the failure could not be determined. A correction of field # d1 brand name, # d4 version or model # d1 - brand name - previous brand name: servo-I, corrected brand name: servo-I base unit d4 - version or model # - previous version or model #: servo-I, corrected version or model #: 6487800 the UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref.#: (B)(4).